Event description:
Hyperglycemia: acidosis diabetic: a woman reported that three weeks after she switched from insulin syringes and vials of another device to device, she started to experience elevated bg levels. She was hospitalized one week later for diabetic ketoacidosis. After four days she was discharged and resumed use of the device. Three days later her bg levels started to elevate and remained elevated unitl she went to the ER. She was treated in the ER and released and once again resumed use of the device. When her bg levels started to elevate again, she felt that the problem was due to the functioning of the device. The woman stated that she was removing the insulin cartridge after each injection to refrigerate it and then prior to replacing the cartridge in the device for her next dose, she would reset the piston rod on the device. She cannot remember if she did an air shot before each injection and had never done a function check on the device. Analysis report: no fault was found upon examination of the device and the device passed a weight accuracy test upon receipt of the device. A gap was noted between the rubber piston on the insulin cartridge and the piston rod. This indicates that the device was not used according to the instructions.